Manufacturer narrative:
Sample pipetting alarms were observed on the alarm trace data. Instrument testing results were within specification. Discrepant high results for the type of assays complained about are typically due to reagent pipetting or signal generation issues. The measuring cell can become contaminated by inappropriately prepared samples (e.g. Late clotting samples or samples with clots). The investigation determined the event was consistent with pre-analytical handling issues at the customer site resolved by the liquid flow cleaning performed by the fse.

Manufacturer narrative:
The field service engineer (fse) changed the sample probe, checked connections and performed liquid flow cleaning and measuring cell preparation. The customer ran calibration and qc with acceptable results.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for either elecsys estradiol iii (estradiol iii) or elecsys testosterone ii (testosterone ii) on a cobas e801 module. Sample ID (B)(6) initial estradiol iii result was 569 pg/ml. On (B)(6) 2021 the repeat was 34.7 pg/ml. On 23-jul-2021 the repeat was 45.6 pg/ml. Sample ID (B)(6) initial testosterone ii result was 107 ng/dl. On (B)(6) 2021 the sample was repeated twice with results of 37 ng/dl. Sample ID (B)(6) initial estradiol iii result was 131 pg/ml. On (B)(6) 2021 the repeat was < 5 pg/ml with a data flag. On (B)(6) 2021 the repeat was < 5 pg/ml with a data flag. Sample ID (B)(6) initial estradiol iii result was 139 pg/ml. On (B)(6) 2021 the repeat was 24.6 pg/ml. On (B)(6) 2021 the repeat was 32.4 pg/ml. No questionable results were reported outside of the laboratory. The estradiol iii reagent lot number was 503906. The expiration date was not provided. The testosterone ii reagent lot number was 520961. The expiration date was not provided.